Event description:
Edwards received information that a 32mm annuloplasty mitral ring, implanted approximately four (4) years and three (3) months, was explanted due to regurgitation/insufficiency. It was learned thorugh source document review a p3 chordae had ruptured producing mitral regurgitation. The mitral valve repair was intact. The explanted device was replaced with a 27mm bioprosthetic valve. Patient tolerated procedure well.

Manufacturer narrative:
The reported explanted device was not returned to manufacturer as it was discarded at hospital. Without receipt of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.